Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected noise on the rate/sense and shock channels of this defibrillation lead. However, the noise did not result in complete inhibition because the patient was not device dependant. This noise did not result in unnecessary shocks. It was reported that the right ventricular amplitudes had great variances. Technical services reviewed and discussed electrogram storage and troubleshooting. Further, it was reported that the device was reprogrammed to mitigate the noise. Additional information indicated that noise oversensing was still being observed. During a revision procedure, the right ventricular (rv) lead was tested by a pacing system analyzer (psa) and the noise was still present. It was thought that the cause was due to insulation deterioration. As a result, this rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported.